Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. The issue was not confirmed. The customer was provided a replacement device to resolve the issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating that there are no sounds from the device. The device will be sent for bench repair. The device was not in use on a patient at the time of the event. There was no adverse event reported.